Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. A vyaire field service representative(fsr) evaluated the device onsite and when checking amplitude on the unit it would fluctuate between 12 and 24. While troubleshooting the ventilator the fsr noticed that the connection from the amplitude monitor was loose. The connection was reseated and the amplitude stopped shifting and went up to 64. Unit checks and circuit calibration were performed which both passed.the vent meets factory specifications.

Event description:
It was reported to vyaire medical that the amplitude is fluctuating on a 3100a ventilator. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.